Event description:
It was reported that on (B)(6) 2023, a 24mm amplatzer septal occluder was chosen for an atrial septal defect (asd) procedure using a 10f amplatzer trevisio intravascular delivery system. During procedure, the occluder had a cobra deformation on exit form delivery system. The deformed device was never released from the delivery cable while inside the patient. There was no report of any angulation/kink noticed with the delivery system. A new 24mm amplatzer septal occluder was chosen, which was successfully implanted using the same delivery system. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported stable and discharged.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na

Manufacturer narrative:
An event of the device deforming in a cobra shape was reported. He device was received for examination and met functional and visual specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Anatomical interference as well as angulation or kink in the delivery system upon deployment are potential causes of the reported event. Information from the field indicated there was no angulation or kink in the delivery system and that there was no anatomical interference. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.